Event description:
It was reported that the pt experienced a surging sensation. When the stimulation was on, the neurostimulator would become hot. She could not use her stimulation due to the hotness becomes too uncomfortable. She was advised to turn her stimulation off when it became hot and to turn it back on when it cooled down. Further info is being requested from the hcp.

Manufacturer narrative:
Surging sensation.